Event description:
Caller alleged discrepant results compared with lab. Results are as follows: date: (B)(6) 2013, inratio: 1.3; lab: 3.5. Pt's therapeutic range: unknown time: one hour between tests.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 1.3, reference = 3.5, mean = 2.4; confidence limits = 1.6 - 3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria was not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria was not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. The last in-house therapeutic donor testing performed on reported lot 299622 on (B)(4) 2013 yielded the following results: donor (B)(6): inratio: 2.2, 2.3, 2.1, reference: 2.17, bias threshold: 1.17 - 3.17; %cv: 4.55. Donor (B)(6): inratio: 2.4, 2.3, 2.3, reference: 2.35, bias threshold: 1.35 - 3.35; %cv: 2.47. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No technique error observed. No further investigation required. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate, below the action threshold of >0.07%. Corrective action is not required at this time.